Manufacturer narrative:
It was reported that the patient received training on the volara device and started therapy on (B)(6) 2024. The patient had a cuffless tracheostomy tube and no tracheostomy adapter, so he only completed one therapy and decided to wait until he received a tracheostomy adapter. The patient received a tracheostomy adapter from the baxter respiratory trainer on (B)(6) 2024 and performed a couple more treatments. Afterwards, the patient felt his stomach was full of air and decreased treatments to 1 time/day due to the distended abdomen. Leaking was also noted around the g-tube site. There was no allegation of a device malfunction. On (B)(6) 2024, the patient saw his gi doctor and was subsequently sent to the emergency department and reportedly hospitalized for aspiration pneumonia. While hospitalized, the patient was receiving volara therapy 4 times/day under the supervision of a respiratory therapist, which caused increased leaking around the g-tube. Additionally, volara therapy was discontinued by the pulmonary physicians because the patient did not have a (cuffed) tracheostomy that could be inflated for a seal during treatments. A cuffed tracheostomy tube was received from the ent physician and will be placed so that the patient can resume use of the volara device. A trainer visit will be scheduled after the patient is discharged to perform device retraining with the cuffed tracheostomy tube. The patient is a 47-year-old male with a medical history of nasopharyngeal cancer with second primary squamous cell carcinoma of the tongue s/p resection, tracheostomy, enteral feeding for recurrent aspiration pneumonia, and dysphagia. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. Per the device instructions for use (IFU), possible adverse conditions include gastric distention. Aspiration pneumonia occurs when food, saliva, liquids, or vomit is breathed into the lungs or airways leading to the lungs, instead of being swallowed in the esophagus and stomach. In this event, the patient developed gastric inflation and subsequent aspiration pneumonia and required medical intervention (hospitalization), which concludes a serious injury occurred. The ultimate cause of the event is likely multifactorial due to the patient¿s medical history in addition to performing volara therapy with a cuffless tracheostomy tube. Volara therapy was temporarily discontinued by the patient¿s healthcare team because the patient did not have a cuffed tracheostomy tube. A cuffed tracheostomy tube has a balloon-like feature at the distal end of the tube. The cuff is a seal that inflates inside the trachea to block air from leaking around the tube and stops saliva and liquids from accidentally reaching the lungs. Volara therapy will reportedly be resumed after placement of a cuffed tracheostomy tube. Although there was no allegation of a device malfunction, volara therapy cannot be ruled out as a contributing factor.

Event description:
It was reported that the patient felt like their stomach was full of air and their g-tube was leaking. This report was filed in our complaint handling system as complaint #(B)(4).